Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013442091); product type: 0195-heart valves; implant date na; explant date na section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (r013292); product type: 0195-heart valves; implant date (B)(6) 2026; explant date na a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transfemoral transcatheter aortic valve implantation, the patient had highly calcified anatomy with severe calcium across the left coronary cusp and a calcium nodule within the annulus. Operator still images were used to assess annulus dimensions, noting an annulus perimeter-derived diameter of 21.0 mm, a left ventricular outflow tract perimeter-derived diameter of 19.5 mm at 4 mm, and a minimum annulus diameter of 16 mm; a 16 mm balloon was selected for pre-implant dilation. The valve was loaded and passed the screening test with no issues. The valve was positioned and deployed, and the first deployment to 80% appeared visually constrained and too high, so the valve was recaptured and a second deployment was performed deeper (3 mm on the non-coronary cusp and 4 mm on the left coronary cusp) and appeared less constrained. The valve was deployed and no issues were noted. Subsequently, valve movement was observed while removing the delivery catheter system in the descending aorta, and subsequent assessment identified that the valve had dislodged into the ascending aorta. A coronary assessment was performed, and no impact to coronary flow was reported. Due to concern that implanting a second medtronic valve could risk coronary obstruction, a 20 mm non-medtronic valve was implanted.